Manufacturer narrative:
(B)(4). This is a report of a patient who ran over their line resulting in a crack and a leak in the connector of the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the cassette line during fill two of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the observed leak. During troubleshooting, it was noted that the patient had run over the line with their wheelchair resulting in a crack in the connector, which caused the leak. The technical service representative assisted the patient in ending therapy and starting over with new supplies. There was no patient injury or medical intervention associated with this event. Additional information is not available.